Event description:
Additional information from MFR received on 25-mar-1998: as to the probe tip being too large for infants and adults w/ small ears, co's literature speaks to this issue by stating, " the probe tip is designed to prevent dangerous penetration of the infant ear canal. Simply sealing the outside of the canal and angling the probe in the direction of the canal is sufficient for an accurate reading, provided the canal is kept open. Absent the complaint thermometer, it's virtually impossible to establish the precise reason for the alleged low readings.